Manufacturer narrative:
The user noted that 180 scopes were in use, and tried two different pigtails, while making sure the paddle of pigtail was right side up. The two different scopes checked were (B)(4), and both were secure. Color bars occurred, however when plugged into the scope, there is no image. In addition, there is a bright light coming from the scope. The lamp life is at 300 hours. The user also tried to troubleshoot with 190 series scopes and got an image. Technical assistance center (tac) asked the reporter to check the input on the monitor, at that time the doctor asked the reporter to leave the room. Tac could not troubleshoot any further. To date, this device has not been returned for to olympus for evaluation. The investigation is pending and follow up with the user facility will be performed. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was no image coming from evis exera iii video system center on their monitor. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the dr printed circuit board was faulty. Olympus will continue to monitor field performance for this device.